Event description:
It was indicated that the pt had an ams miniarc sling implanted to treat for "stress urinary incontinence." It was alleged that "the product has caused... Severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also stated that the pt suffers "infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.